Manufacturer narrative:
(B)(4). Date of event: unknown. The awareness date has been used for this field. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection sets weren¿t drawing blood into the tubing. No serious injury or medical intervention reported.